Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during planned treatment/non-emergency treatment of procedure. The procedure got aborted and postponed. It was reported to philips that the emergency stop button was activated automatically, which impacted geometry movements. Upon troubleshooting, philips fiel service engineer (fse) checked the system onsite and found that the system activated the emergency stop button without being pressed, in the middle of the procedure the table is freed and found that problem with the geo io box in log analysis. To resolve the issue, fse replaced the geo module and geo io box. The defective components were returned for analysis, for geo io box and geo module, no malfunction was observed. After replacement the device returned to good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the emergency stop button was activated automatically, which impacted geometry movements. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.